Event description:
It was reported that this right atrial (ra) lead exhibited multiple high out of range pacing impedance measurements of greater than 3000 ohms. Oversensing of noise was also present on the ra channel. No changes have been made at this time and the ra lead remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited multiple high out of range pacing impedance measurements of greater than 3000 ohms. Oversensing of noise was also present on the ra channel. No changes have been made at this time and the ra lead remains in service. No adverse patient effects were reported. Additional information was received. The patient's implantable cardioverter defibrillator (ICD) was explanted and replaced in (B)(6) 2025. The chronic ra lead remains implanted in the patient but not in use, with the impedance measurements still high, out-of-range at greater than 3000 ohms. The device was programmed to vvi mode and the atrial pacing alerts are now disabled in the remote monitoring system. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.